Manufacturer narrative:
Upon further assessment, the customer reported blunt irrigation and aspiration (ia) tips, not a burr tip with a sharp edge. The reported event blunt irrigation and aspiration tips is not considered a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No reports will be submitted under the manufacturer reference number 2523835-2025-00817 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic tip was blunt. Procedure details and patient impact have not been provided.